Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to MDR 1226348-2018-10433 for information regarding the additional device reported in this event.

Event description:
As reported by the affiliate, a microsensor and icp express gave erratic readings. The microsensor gave variable readings and to rule out icp express unit malfunction, another unit needed to be borrowed from a nearby facility. Ultimately the surgeon replaced the sensor with another. The second microsensor needed to be repositioned, then worked correctly. The delay was over an hour.

Manufacturer narrative:
The icp express was returned and evaluated by the supplier. It was found that the lcd was damaged, and the battery was weak and would not hold a charge. The supplier replaced the lcd, battery and enclosure. The condition the device was received is consistent with standard service and repair of this device. The issue of inconsistent readings was not able to be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.